Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the patient had an initial tha on an unknown date. The patient is pending revision surgery; reason not reported. No other information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The most likely underlying cause for the revision reported is prosthesis wear of the liner over the course of 32 years. It cannot be confirmed whether the liner meets the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential), and potential causes of the confirmed wear cannot be determined since devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.